Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a watchdog timeout alarm. Trouble shooting could not continue due to display screen going blank. After troubleshooting, display screen did not return. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty component on the interface board. Unable to perform the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to full segment display also, unable to verify a13 alarm due to full segment display. No blank display noted. Upon visual inspection no isolation tape damage noted on the lcd board. The insulin pump had cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.